Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed (B)(6) 19. 0 non-conformances on this lot number. Final micro and sterility tests passed. H10 additional narrative: added: h6 (patient).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of tibial component at the cement to implant interface. Unknown cement manufacturer used. Femoral component appeared to have an uneven cement mantle from the lateral view and it was also explanted. Doi: (B)(6) 2015, dor: (B)(6) 2018, left knee.